Manufacturer narrative:
The duragen (id4501i) was not returned for evaluation as the product is not available for return as per customer. Additionally, lot number was not provided; therefore, device history record (DHR) could not be reviewed. However, a medical assessment was performed to evaluate the possible relation between the reported event and product use as follows: based on the complaint information received to date, there is insufficient evidence to suggest that the duragen product was causal to the reported event. The reported complaint lacks detailed patient and event information. No additional information regarding the patient¿s other relevant medical history, intra-operative procedure notes, and patient post- operative care were provided by the customer. Contribution of the non-integra concomitant device (e.g. Fibrin glue beriplast) to the reported event cannot be ruled out. As a precaution per duragen¿s instructions for use (IFU), it cautions ¿when using duragen in conjunction with surgical sealants. Clinical experience suggests that there may be an increased risk of cerebrospinal fluid (csf) leakage in these situations:" 1) failure to achieve adequate dural closure can lead to potential complications such as infections. In addition, patients with re-intervention have an increased risk for infection. 2) as per complaint reported, on (B)(6)2024, duragen was implanted during a decompressive craniotomy. It should be noted that there was no mention of any issues or complications during this time with the duragen. Then, nine days later on (B)(6)2024, the patient underwent an additional surgical procedure (craniotomy for hematoma). On (B)(6)2024, duragen was explanted due to suspicion of infection. In summary, the product is guaranteed to be sterile and non-pyrogenic unless the package is opened or damaged. As stated in the product IFU, infection is one of the possible complications that can occur with any neurosurgical procedure - not necessarily because of the product used. Also, contribution of the non-integra concomitant device (e.g. Fibrin glue beriplast) to the reported event cannot be ruled out. Therefore, based on the available information and medical assessment provided, there is insufficient evidence to suggest that the duragen product was causal to the reported event. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id4501i) was implanted on (B)(6) 2024 for a decompressive craniotomy and was used with fibrin glue (beriplast) in a patient with cerebellar infarction. On (B)(6) 2024, craniotomy for hematoma removal was performed. Subsequently, duragen was explanted on (B)(6) 2024 due to suspicion of infection.

Event description:
N/a.

Manufacturer narrative:
Additional information received as follows: "the defected part was replenished using autologous facia. Then, it was sutured water-tight. It was sealed with "adherus" by stryker and the dead space was filled with fat. The patient received outpatient treatment on (B)(6) 2023. The patient recovered and already returned to work."